Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, the impella 5.5 was at performance level p-7. It started suctioning and the placement signal dropped significantly, reading 16/1. The device continued to suction at performance level p-2. An echocardiogram was done and the impella was repositioned. The measurement was 5 cm from inlet to the aortic valve. Volume status was confirmed as adequate. The patient management line was called to assist with troubleshooting. The account was instructed to adjust the aortic signal one time only, which resolved the placement signal reading and suction alarms for only a short time. There was no patient harm. The patient survived explant.